Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is liquid immersion inside the scope connector, causing error e315. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1 complete address 1: (B)(6).

Event description:
It was reported that the subject device had an e315 error. There were no reports of patient harm.